Event description:
During procedure while using drill with midas rex handpiece, black oil began leaking from handpiece into wound. Wound was irrigated with antibiotics and saline. Procedure continued with new handpiece. Irrigated again at closing. Potential for infection. Pt discharged to home seven days later.